Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the pituitary broke during surgery. The broken piece was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The inferior shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and was not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.